Event description:
It was initially reported that the patient was experiencing unsatisfactory analgesia in lower extremities; patient dissatisfaction with stimulation coverage to lower extremities. Device event was noted as: n/a. Device interrogation (B)(6) 2011: no indicated. Device malfunction. Interventions: no action taken. Outcome: ongoing event. In later reporting, it was noted that intervention involved lead revision on (B)(6) 2012. The patient outcome was resolved without sequela as of (B)(6) 2012.

Event description:
Additional information received noted there was lead migration. Additional information noted lead revised and relocated and lead explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
Extension model # 3708160, lot # njb095481v, implanted: (B)(6) 2011, explanted: unknown; extension model # 3708160, lot # njb095480v, implanted: (B)(6) 2011, explanted: unknown; lead model # 3778-45, lot # v710757024, implanted: (B)(6) 2011, explanted: unknown; programmer model # 37743, lot # nke166730n; lead model # 3778-45, lot # v710757023, implanted: (B)(6) 2011, explanted: unknown; recharger model # 37752, lot # nka153056n.